Event description:
Mom claimed that the oxygen concentrator was not working while the pt was not breathing. Mom also admitted that the concentrator was working fine before and after the incident. Oxygen to be used up to 2 lpm only if needed to keep spo2 >92%. Reason for use: chronic respiratory failure and neuromuscular weakness.